Event description:
It was reported that upon deployment of a g2 filter, it appeared to jump cranially, 1 full vertebral body. Final placement was suprarenal. The filter was centered but had 1 crossed leg. The physician reported that he may have inadvertently pulled back on the catheter during deployment. The size of the cava is unknown, as it was not measured prior to placement. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. No sample eval was performed as no sample was received. The sample remains implanted in the pt. The result of the investigation is inconclusive and the root cause of the event could not be determined, but according to the event description, the physician reported that he may have inadvertently pulled back on the catheter during deployment. Procedural and pt factors may have contributed to this event. It was reported that the vena cava diameter was not measured at the time of implant. The info for use for this device states: warning: do not deploy the filter unless the ivc has been properly measured. Caution: when measuring the caval dimensions, consider an angiographic catheter or intravascular ultrasound if there is any question about caval morphology. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc. This is the only complaint reported to date for this manufacturing lot number.